Event description:
During transfer from chair to bed staff heard a crack and the lift arm fell. Staff were able to catch the resident partially and she landed on the padded leg rests. The lift arm landed on her chest area.